Manufacturer narrative:
B5 - lens of diopter -10.5/+2.5/079 (sphere/cylinder/axis) h4 - device manufacture date: 30-sept-2026 corrected to 22-oct-2023 claim #(B)(4).

Manufacturer narrative:
Claim# (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -10.5/+2.5/090 into the patient's right eye (od) on (B)(6) 2023. The lens was exchanged on (B)(6) 2023 for a shorter length lens due to excessive vault. This resolved the problem. Cause of event reported as unknown.